Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Visual inspection revealed that the main coil was returned for this complaint; the delivery wire and introducer sheath were not returned. The main coil had the interlocking arm detached and it was not returned; besides, it was found kinked and stretched and the coil fiber bundles had blood on them. No more damages were found in the device. The zap tip has a smooth surface. The main coil was stretched and kinked. The interlocking arm was detached from the main coil and it was not returned. It seemed that some fiber bundles located in the stretched section got detached. Dimensional inspection of the no. Of proximal fiber bundles, outer diameter (od) of zap tip and od of the primary coil were performed and were within specification. However, the no. Of distal fiber bundles were lacking as there were missing 5 fiber bundles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "if significant friction is encountered during coil advancement, vigorously inject heparinized saline through sideport of rhv. If flushing does not rapidly resolve friction, immediately remove coil from delivery catheter to prevent damage to the coil. Do not advance or retract the interlock - 35 fibered idc occurrence system too quickly or against significant resistance. Forcing the interlock-35 system forward or backward against significant resistance could result in stretching of the coil or damage to the interlocking mechanism resulting in a loss of functionality. If friction is noted in any successive coil, carefully examine both coil and diagnostic catheter for possible damage. Replace both if necessary. Caution: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." (B)(4).

Event description:
Reportable based on device analysis completed on 29-aug-2018. It was reported that the coil got early detached. The target lesion was located in the moderately tortuous internal iliac artery. A 8mm x20cm interlock¿-35 was selected for use. During the procedure, the coil was delivered in the angiographic catheter imager 2; however, the coil got early detached in the angiographic catheter. The system was completely removed, and the coil was retrieved. The angiographic catheter was then delivered to the internal iliac again and the procedure was completed with new 8mmx20cm coil. No patient complications were reported and patient's status was good. However, device analysis revealed that the interlocking arm was detached and missing coil fiber bundles.